Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band was returned to terumo medical corporation for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or balloon assembly. There is 1ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the inflation balloon to check valve seal. The sample failed leak testing. The sample was placed under the microscope to look at the location of the leak. Upon microscopic inspection, there is a gap in the inflation balloon to check valve seal. One tr band was returned for assessment and the band leaked at the inflation balloon to check valve seal. The complaint can be confirmed for air leakage issues. The cause is manufacturing related. The operations quality engineer was notified about this issue. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided . A3a: sex: requested, not provided . A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation:supply chain. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: after applying the tr band and the patient was transferred to the recovery area, the recovery nurse noticed that the band was deflated. The patient was not bleeding, and the staff applied a blood pressure cuff on the upper arm and inflated it to above systolic pressure. They removed the old band and applied a new one. The patient had no other issues and was discharged on the same day. Patient was in stable condition, no other relevant history. The estimated blood loss was less than 250cc. Additional information was received on 29sept2025: the procedure was a left heart catheterization. They started with 13 ml of air however, when the patient went to the recovery area the band had 10ml of air.